Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor had leakage "in connection with the patient's entrance" (subcutaneous). The device was filled with 63ml deferoxamine. This issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
It was unknown how much of the deferoxamine the patient received. H4: the device was manufactured from february 07, 2017 - february 08, 2017. H10: the device was received for evaluation containing fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The bag containing the device was dry; as well as the outer and inner surfaces of the device. The blue winged luer cap was observed to be securely tightened without evidence of wetness or leak. Functional testing was performed by filling the unit with water to a nominal volume and monitored for twenty-four hours. No signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.